Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock and presented to the hospital. It was noted the patient had a previous untreated episode in 2016 when the device was programmed to the secondary vector, so at that time the device was reprogrammed to primary. A review of the episodes showed two untreated episodes had also been stored with the inappropriate shock. Testing to recreate the noise was performed but nothing could be reproduced. X-rays were reviewed and system placement appeared normal. The vector was reprogrammed to alternate and the patient was sent home. The patient received a new inappropriate shock about two days later and the device and electrode were explanted and replaced a couple of days after that. It was noted the physician left the electrode connected to the device so during laboratory testing it could be evaluated whether a connection issue was found. Only the suture sleeve was removed from the electrode, but it was reported that the sleeve had not been covering the sense b electrode. During the explant procedure. The device had been implanted with the two-incision technique. Technical services noted diminished r-wave amplitudes and high amplitude noise, but as the system was explanted, troubleshooting with patient movements and postures could not be performed. The explanted products were received and are undergoing laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
The electrode is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt, the device and electrode connection was evaluated. High power microscopic inspection revealed that the electrode's terminal pin was fully inserted into the connector block. After the electrode was disconnected from the device header, it was thoroughly inspected and analyzed. Visual inspection noted that the shock coil was stretched at the proximal end and bunched at the distal end. The insulation under the shocking coil was torn at the proximal end and there was tissue entwined within the shocking coil. The electrode was subjected to resistance testing to determine its electrical integrity; the distal portion of the high voltage (hv) coil yielded high, out-of-range values, indicating a break in the high voltage cables at the distal end of the hv coil. X-rays taken of the electrode visually confirmed the hv coil break. Collectively, the damage observed with this electrode (stretching/bunching of the hv coil, torn insulation, and a hv coil break) is consistent with the electrode being pulled with some force during the explant procedure. Note that the hv coil is only utilized in the defibrillation functions of this lead and is not used for sensing; thus, this damage would not have contributed to the non-cardiac signals and oversensing observed prior to explant of the s-ICD system. Laboratory analysis of the returned electrode was not able to determine the cause of the clinical observations. However, it was suspected that the non-cardiac signals observed were caused by something, such as the suture sleeve, intermittently obstructing the sensing electrode.

Manufacturer narrative:
The electrode is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock and presented to the hospital. It was noted the patient had a previous untreated episode in 2016 when the device was programmed to the secondary vector, so at that time the device was reprogrammed to primary. A review of the episodes showed two untreated episodes had also been stored with the inappropriate shock. Testing to recreate the noise was performed but nothing could be reproduced. X-rays were reviewed and system placement appeared normal. The vector was reprogrammed to alternate and the patient was sent home. The patient received a new inappropriate shock about two days later and the device and electrode were explanted and replaced a couple of days after that. It was noted the physician left the electrode connected to the device so during laboratory testing it could be evaluated whether a connection issue was found. Only the suture sleeve was removed from the electrode, but it was reported that the sleeve had not been covering the sense b electrode. During the explant procedure. The device had been implanted with the two-incision technique. Technical services noted diminished r-wave amplitudes and high amplitude noise, but as the system was explanted, troubleshooting with patient movements and postures could not be performed. The explanted products were received and are undergoing laboratory analysis. No adverse patient effects were reported.